Event description:
A pt contacted baxter (B)(4) regarding assistance with a system error 2240/2367 that appeared while using the homechoice unit during dwell 4 of 5. The pt was connected when a bag fell and became disconnected. (B)(4) had the pt cycle power to clear the errors. (B)(4) explained the errors. The pt elected to discard the supplies and call their nurse regarding the system error 2240, and any missed therapy. Baxter product surveillance contacted the pt's nurse. She stated, the pt was fine, and she was aware of the situation with the bag falling. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). These reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4). The device was discarded by the pt so no eval could be performed. Since the lot number is unk, no batch review will be performed. Baxter has received similar reports for the reported problem.